Event description:
Patient has a internal fixation of left tibia. During surgery, 2 drill bits broke. Drill pieces remained in the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.